Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level that was "high"; although specific value was not provided. Reportedly, the customer administered a manual dose injection to address their bg level. The customer intended to administer a bolus but failed to complete the process. The customer acknowledged and continued using the pump for insulin therapy.